Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Wrinkling: no observed wrinkling on the device. Additional observations: white calcification observed in the surface of the shell. Observed broken plug strap side assessed as unidentified (tear) opening. No further actions are required as the device was implanted."

Event description:
Patient reported a right side implant exchange due to concerns of the product. Later healthcare professional also reported "capsular contracture, baker grade IV". Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported a right side implant exchange due to concerns of the product. Later healthcare professional also reported "capsular contracture, baker grade IV". Device has been explanted.